Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead continued to exhibit a spike in svc impedance. The svc coil was turned off and the svc portion of the lead was capped. The lead had undefined/high and variable pacing impedance. Oversensing was noted and the device tachyarrhythmia detections were turned off. Furthermore, the rv sensing and pacing polarities were reprogrammed. Since the programming changes, sensing integrity counter (sic) started to accumulate.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The alert limit was increased. Three days later the lead again alerted for high impedance. The physician decided to turn off impedance alerts and will monitor the lead closely. The lead remains in use. No patient complications have been reported as a result of this event.